Event description:
Event description guidant received information that the patient with this pacemaker, which is included in the population of a recent field advisory regarding failure mode 1, alleged that this pacemaker was defective